Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels read low (20 mg/dl) while wearing the pod. The patient reports their roommate gave them an injection of gvoke (glucagon) and called an ambulance. Once at the hospital the patient was treated with intravenous fluids. The patient was released from the hospital after 2 hours.